Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's display was distorted and no clinical information could be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling and stress testing without duplicating the customer's report. An internal inspection found no discrepancies. The color cable will be replaced as a precaution. The device will be recertified and returned to the customer once the repair estimate has been approved. No trend is associated with reports of this type.